Event description:
It was reported by the customer that when using the bd pyxis medstation es, the drawer kept failing. The customer stated that the reported issue occurred when user was trying to issue medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6 adverse event problem. Correction: b5 describe event or problem, e1 initial reporter phone. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 6 kept failing. A field service engineer troubleshot and found a lose retractor band clip, adjusted the clip, rebooted the station, tested and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis medstation es, the drawer kept failing. The customer stated that the reported issue occurred when user was trying to issue medication to patient. There were no delay and adverse events or injuries reported based on this event.